Event description:
It was reported that the patient had an implantable neurostimulator (ins) that was almost 6 years old. In (B)(6) 2014 the health care provider (hcp) tested the unit and the battery was low and weak, so they wanted to check it again in about 6 months as it would have to be replaced soon. In october 2014 the patient moved into an assisted living facility, but they did not move the patient programmer and couldn¿t find it. The patient had about 3 urinary tract infections (utis), had frequent utis over the past year, and the hcp wanted to test the device again, but they couldn¿t find it. The hcp told the patient¿s family member to contact the manufacturer and request a new one. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v162344, implanted: (B)(6) 2008, product type: lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).